Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
It was reported to physio-control that the display on the customer's device turned black after they had administered a second defibrillation shock to a patient. On arrival of the ambulance to the scene, the patient was conscious, and the device was connected to the patient. The patient went into ventricular fibrillation (vf). Two defibrillation shocks were administered to the patient after which the patient had return of spontaneous circulation (rosc). Immediately after the second shock was administered, the device's display turned black and the device would not respond to any of its buttons being pushed anymore. The users removed the device's batteries and power cord to power off the device. The device was powered back on by the users and appeared to be fully functional. Immediately after the first device would not respond to its buttons, it was replaced with the ambulance's backup device to further monitor and/or treat the patient; no delay in patient treatment was reported.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify or reproduce the reported issue. No discrepancies were observed during testing. As soon as proper device confirmation has been confirmed through functional and performance testing, the device will be returned to the customer.

Event description:
It was reported to physio-control that the display on the customer's device turned black after they had administered a second defibrillation shock to a patient.  On arrival of the ambulance to the scene, the patient was conscious, and the device was connected to the patient. The patient went into ventricular fibrillation (vf). Two defibrillation shocks were administered to the patient after which the patient had return of spontaneous circulation (rosc). Immediately after the second shock was administered, the device's display turned black and the device would not respond to any of its buttons being pushed anymore. The users removed the device's batteries and power cord to power off the device. The device was powered back on by the users and appeared to be fully functional. Immediately after the first device would not respond to its buttons, it was replaced with the ambulance's backup device to further monitor and/or treat the patient; no delay in patient treatment was reported.